Manufacturer narrative:
(B)(4). Batch # m52v9g. The analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. The device was tested for functionality in the straight, left and right articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. The device maintained its articulated positions during functional testing. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. The battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: when the firing was continued, was it able to be completed? Yes. Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc.)? No malformed staples. How much blood was lost (ml)? None. Did the patient require a transfusion? No. What was the product code of the black cartridge being used (gst or ecr)? Gst. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd & 4th. Was buttressing material utilized? If so, which product? No. Was a leak test performed and if so, what was the result? Yes / neg. What was the bmi of the patient? N/a. Was the patient male or female? N/a. Were there any other patient consequences or change in the post-operative care of the patient as a result of the event (extended or time, extended hospital stay, etc.)? Extended time -suture staple line. Left drain in patient for post up if yes, please explain how long, etc.

Event description:
It was reported that during a revision bypass procedure; the device was articulated and loaded with a black reload. Once the device was articulated the anvil jaw was fully closed. The surgeon waited for about twenty seconds, the surgeon began to fire. When the knife blade was advanced, the articulation straightened and moved to the next angle. The firing sequence was continued. The sales rep was called into the room for the next firing. He observed the surgeon¿s hands as she was positioning the anvil for the next firing. Once the surgeon articulated the device, she was rotating the knob, never pulling back in the fin (flange). The device straightened a second time. The surgeon¿s fingers were set in between the fins. She repositioned the device and fired. After the second issue, the surgeon asked for a different device to complete the case. Because of the two issues, the surgeon sutured the staple line to give her more confidence and she left a drain in the patient. Those are two things that she never does after making a bypass. Adverse patient consequences and operative care alterations include: extra bleeding from the staple line, the staple line was sutured, and a drain was placed.